Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid and bupivacaine dose and concentration not reported via an implantable pump. On (B)(6) 2020 it was reported that the patient presented at the ed (emergency department) with the pump and reported increase in pain and hearing the pump alarm earlier today. The healthcare provider believed the patient reported the pump is no longer alarming. The reporter was not with the patient and did not have access to a clinician programmer at this time and would likely get in touch with the local representative. Additional information received reported that the pump showed code 100 (motor stall message). The logs revealed a motor stall at 1:44pm today, (B)(6) 2020. There was no recovery in the logs. It was noted that the patient was not in any new environments and no MRI today, only at home. The healthcare provider was walked through how to update the pump to min rate mode in the unlikely event that the pump were to recover on its own as she had concerns about the pump recovering and the patient getting too much med. The patient was in considerable pain and reported spasms in his leg. They wanted the pump put to min rate as the patient will be given pca IV pump for pain control. They planned to connect with the managing physician in the morning and discuss next steps. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump was replaced today and that the patient was doing well. It was noted that the explanted pump was currently in pathology. No further complications have been reported.